Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address knee pain developed in 2017. Femur and tibia was well fixed and aligned properly. Insert was worn in posterior medial area. Doi: 2008; dor: (B)(6) 2018; right knee.